Event description:
On april 17, 2007, the lay-user/reporter contacted lifescan alleging that her husband's one touch ultra meter was not powering on. The reporter stated that the meter's power issue started about 3 months ago, prior to calling lifescan on april 17, 2007. During that time, the pt was unable to test his blood glucose. He was supposed to be testing his blood glucose once a day in the morning. His usual blood glucose readings were generally over "200 mg/dl". Although he was unable to check his blood glucose, the pt continued to take his set dose of 30 units "humana half" insulin every morning. On an unspecified date after the meter stopped powering on, the pt developed symptoms of feeling weak. On another unspecified date, the pt "fainted" in his bathroom and fell to the floor. He was taken to the hosp where a result of "780 mg/dl" was obtained using an unidentified device. The pt was hospitalized for 5 days and treated with several medications. The reporter did not know what medications he rec'd although she did mention that he had a bladder infection at the time. No further clinical info was provided by the reporter and pt. The pt has had the reported meter for about 3 years. He did not replace the meter's battery according to the owner's manual. The pt did not have a replacement battery to troubleshoot the power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt allegedly developed symptoms of weakness and "fainted" after not being able to test his blood glucose for a few months. The pt claims he obtained a result of over "500 mg/dl" in a hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.